Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on (B)(6) 2023.

Event description:
On (B)(6) 2024, an implanting physician alerted an impulse dynamics field representative that one of his patients reported an a9 code on their charger and their optimizer smart mini (osm) implantable pulse generator (ipg) was unable to be charged. The patient was seen by the doctor and the ID field rep on (B)(6) at the doctor's office. During the visit, the patient's ipg was reset and interrogated, the latter of which yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (charger displays 2 of 4 bars as solid with the third bar blinking) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently under FDA review.